Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. The cause was unknown. Reportedly, a correction injection was delivered to address bg. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.